Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer, and customer informed rse that the suite pc was not functioning. The rse checked the logfile and found that the suite pc was malfunctioning and requested onsite support. To resolve the issue, philips field service engineer (fse) replaced the suite pc and reloaded the software. The defective part was returned for analysis, for suite pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite computer was malfunctioning, which can prevent a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.